Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed due to myopotentials and an unknown electrical source during a follow-up in clinic. The patient was asymptomatic and non-dependent. The device was explanted later due to an unrelated event. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.